Event description:
It was reported that a sensing and insulation anomaly were observed. The lead was capped and replaced. During revision procedure, the lead broke and a portion of the lead was left in the patients heart. Patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.